Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl; cause was not known. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 24 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.